Event description:
In a non-extraction case (between 6 and 7) performed by the orthodonic (specialized dentist), the arch wire broke where it was inserted in the tube of the bank on the last bracket. The piece(s) which broke from the arch wire were swallowed by the pt.